Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure utilizing gore® excluder® thoracoabdominal branch endoprosthesis (tambe) to treat an aneurysm. Reportedly, there was a major concern with access due to the small diameter of patient¿s bilateral common femoral and external iliac arteries. Physician thought it was in the best interest for the patient that an attempt with this tambe device be with a 20fr gore® dryseal flex introducer sheath (right common femoral artery) with quantity of four 0.014 wires (command wires 300cm). The 0.035 jagwire was successfully snared and all 0.014 wires were delivered to their respective portals with ease. The tambe device was successfully inserted, percutaneously, into the 20fr dryseal sheath up to the first third of the device but it would not budge past the constrained secondary sleeve segment. With all typical efforts and suggestions exhausted, physician made the final decision that it was in the best interest of the patient to pull out the tambe device and start over with a 22fr sheath and 0.018 wires instead. The delivery system was removed undeployed and all 0.014 wires were removed. A 22fr dryseal sheath was successfully advanced, percutaneously, into the right common femoral artery and hubbed at the right groin. A quantity of four 0.018 wires (2 command & 2 v-18) were successfully delivered and the newly opened tambe device was successfully delivered into target landing zone in the aorta. The case was completed successfully. Upon closure of the right common femoral artery, physician reported that he had to do a cut down on the patient's right femoral and do an endarterectomy due to dissection of the femoral plaque. Patient is doing great. 1300-e:-dissection events - other/unknown is used to capture the dissection of the femoral plaque. 5309-c:-endovascular inter 1ry procedure: other/unknown is used to capture the cut down procedure (endarterectomy).

Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).